Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that involved carto3 external ref patch 6pack but when the medical team opened the outer box, the inner bag was not sealed with adhesive and was left open. The issue was found upon opening the outer box of the reference patch. The team opened another new one and did not use the previous one with the compromised packaging. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 15-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure that involved carto3 external refpatch 6pack but when the medical team opened the outer box, the inner bag was not sealed with adhesive and was left open. The issue was found upon opening the outer box of the reference patch. The team opened another new one and did not use the previous one with the compromised packaging. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the packaging was not sealed from one of the edges. A supplier manufacturing investigation was performed and it was concluded that the issue was caused by human error/gap in the process, as there was not an specific control established for sealing inspection. A device history record evaluation was performed for the finished device number ll027179, and no internal actions related to the reported condition were identified. The pouch issue reported was confirmed. The root cause of the package issue is the manufacturing process. The instructions for use (IFU) contain the following information: inspect the external reference patch to ensure that it is in good physical condition. Care should be taken when opening the packaging to ensure that the sealing mechanism is not damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system; internal actions are being performed to mitigate pouch seal issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).